Event description:
Per the clinic, it was reported that the patient was experiencing pain, non-auditory sensation, poor performance and buzzing sound since implantation. Reprogramming attempts were made; however, the issue could not be resolved. The patient underwent revision surgery on (B)(6) 2021, in order to convert the patient to a subcutaneous baha implant system.